Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began on (B)(6) 2017, 2:38pm. The patient stated that she manages her diabetes with oral medications, diet and exercise and made no change to her usual diabetes management routine due to the alleged product issue. The patient denied that she developed any symptoms. She detailed that on (B)(6) 2017, 12:00pm she obtained a a1c result of 8.9. The doctor prescribed her to take an additional 10 units of insulin before her meals. At the time of trouble shooting, the cca confirmed that after walking through a retest the issue remained unresolved. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.